Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been received no product information has been provided to date.

Event description:
It was reported that the disposable cassettes caused the pump to beep steadily or exhibited a no disposable alarm. No patient injury was reported.

Manufacturer narrative:
Correction: (b1) missing from initial report; product problem/malfunction, corrected data: (b1) missing from initial report.